Event description:
The customer initially called to find out how to review his carb ratio. The customer reported calling the paramedics to revive him last week. The customer reported he has been having low blood glucose for a week and a half. The customer reported that he was working outside when the low occured, however was not taken to the hospital. The customer's current blood glucose reading in 134 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.